Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from bending section cover (a-rubber). The event can be detected/prevented]by following the instructions for use which state: IFU states that detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. IFU states that preventive measure in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope, the loaner device exhibited air/water-cylinder, air/water-tube and connecting tube with foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device was evaluated. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: suction cylinder had no color; water tightness was lost due to a pinhole on bending section cover; light guide lens had foreign objects/ corrosion inside and universal cord had coating peeling. Scratches were found on flexibility adjustment ring, grip, forceps channel port, air/water-cylinder, switch box, right/left and upward/downward angulation control knob, scope connector cover unit, scope connector case unit, plug unit and on the objective lens. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.